Event description:
It was reported to boston scientific corporation that during a laser lithotripsy procedure using an accumax 200 fiber, the fiber failed to transmit energy. The holmium laser was set at 16 watts. The procedure was completed with a dornier dur 270 fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable malfunction; however, investigation of the returned device revealed an MDR reportable malfunction.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the aiming beam is not exiting out of the distal tip or any other location on the body of the fiber indicating that the fiber is broken within the connector. Handling damage contributed to the event.